Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on release from the delivery catheter system (dcs), the valve hit calcium and dislodged into the ascending aorta. The valve was snared upwards and a different medtronic valve was then implanted below it. No additional adverse patient effects were reported.